Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician tried several different positions in the right ventricle septal area to obtain left bundle branch area pacing (lbbap) but was unsuccessful. The lead was removed, and a barber pole effect (twisted) was seen on the outer insulation. The lbbap lead was not used. The physician continued with another lbbap lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct patient identifier should have been sep, rather than sp.

Manufacturer narrative:
The reported event of ¿barber pole insulation appeared twisted¿ was confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual examination found the outer insulation twisted at the distal region of the lead consistent with procedural damage. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.